Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3 7754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had not felt parasthesia from their implantable neurostimulator (ins) since the beginning of 2014. It was noted that the patient must have gotten confused as thought charging the portable recharger unit was "filling up the ins". The patient was seen by the manufacturer's representative on (B)(6) 2015 where a physician mode recharge (pmr) procedure was performed. The resulting power-on-reset (por) had a message of 0x2608 which was cleared. The patient was sent home to recharge normally until the ins was full. On (B)(6) 2015 the patient reported the ins battery was full and was turned back on where they were then getting the desired parasthesia. The indications for use of the implanted device were noted as failed back surgery syndrome and non-malignant pain. If additional information is received, a follow-up report will be sent.